Event description:
It was reported that the display is randomly scrolling through menu screen by itself. There is nothing sticking on the touchscreen display, screen was cleaned. Biomed can see something underneath the glass and confirmed device could engage in patient monitoring. There is no patient information available.

Manufacturer narrative:
Initial reporter: contact first and last name - (B)(6). Contact email address - (B)(6). The returned device was evaluated. During this testing, the unit was found to have a defective touchscreen. The touchscreen was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.